Event description:
It was reported that a patient had a post-surgery infection from a recent implant surgery. The physician stated that the patient was doing well and there were no interventions taken. Device history records were reviewed for the implanted devices. Both the lead and generator were sterilized and passed all quality inspections prior to distribution. No further, relevant information has been received to date.

Event description:
Follow up with the neurologist's office indicated that the infection was at the incision site of the patient's generator. Follow up with the surgeon's office indicated that the infection was first noted on (B)(6) 2017. It was confirmed that the infection had been resolved. No additional relevant information has been received to date.